Manufacturer narrative:
Concomitant products: product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient stated that the stimulation strength and areas covered changed with the patient moving slightly or not at all. It was noted that reprogramming did not assist this issue. It was noted that the patient was scheduled to meet with the implant health care professional (hcp) to talk about a revision or explant. It was noted that all impedances were in normal ranges. It was noted that the patient had intermittent stimulation, a loss of stimulation, shocking and jolting and stimulation in the wrong location. It was noted that the patient had a loss of therapeutic effect. It was noted that the patient was alive with no injury at the time of the report and there were no other patient symptoms associated with the event. Additional information received reported that the patient had an appointment scheduled (B)(6) 2014 to talk about options going forward. It was noted that the physician was not at the last appointment, just the physician¿s assistant. It was noted that the next visit would give information about what the next step was.

Event description:
Follow up information reported that the patient and their physician had decided on explanting the device. If additional information is received, a follow up report will be sent.